Manufacturer narrative:
H3 other text : the device remains implanted in the patient.

Event description:
It was reported that subject stent implantation procedure was performed in a patient on (B)(6) 2022 at left ica internal carotid artery c4. Stenosis rate of both stenosis in subject flow diverter fd and stenosis in parent artery on (B)(6) 2022, which was immediately after the procedure, were 0%. However, stenosis rate of stenosis in parent artery went worse to 1-25% at 6 months follow-up on (B)(6) 2023 while stenosis rate of stenosis in fd was still 0%. Also, reoperation to place additional stent for overlapping the deployed subject stent was performed on (B)(6) 2023 due to incomplete occlusion. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day: from (B)(6) 2022 to now (ongoing) and clopidogrel 75mg/day: from (B)(6) 2022 to now (ongoing). No other information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported 'non-flow limiting vessel stenosis¿ and 'patient medical or surgery intervention required' are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that subject stent implantation procedure was performed in a patient on (B)(6) 2022 at left ica internal carotid artery c4. Stenosis rate of both stenosis in subject flow diverter fd and stenosis in parent artery on (B)(6) 2022, which was immediately after the procedure, were (B)(4). However, stenosis rate of stenosis in parent artery went worse to (B)(4) at 6 months follow-up on (B)(6) 2023 while stenosis rate of stenosis in fd was still (B)(4). Also, reoperation to place additional stent for overlapping the deployed subject stent was performed on (B)(6) 2023 due to incomplete occlusion. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day: from (B)(6) 2022 to now (ongoing) and clopidogrel 75mg/day: from (B)(6) 2022 to now (ongoing). No other information is available.